Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer however, explant photos of the femoral stem show degradation. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Head disassociation revision, trunionosis, infected hip with placement of stem and all poly cup. (B)(6) 2018: explant photos show trunnion damage and poly wear.